Event description:
It was reported by a customer in the USA that during pt use, the 840 ventilator graphic user interface (gui) had a blank display for a five second period. The customer stated that there was a power outage at the time of this occurrence. There was no reported pt injury.

Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was advised to run extended self-testing (est) and cycle the ventilator a few times in an attempt to duplicate the alleged malfunction. The customer informed covidien that the ventilator was running all weekend, and it was powered off and on. The initial occurrence was not duplicated. The customer also informed to have replaced the battery as a preventive action, due to it was about 2 1/2 years old. (B)(4).